Manufacturer narrative:
The product is performing as expected. A review of the pcr curves for the initial run showed a strong amplification for the sars-cov-2 target with no abnormalities. The sample ID as well as data for the repeat run of the recollected sample was not provided, therefore, analysis could not be performed. Possible causal factors may be sample processing related including off-label collection and sample handling with possible sample mismatch. This is a run-specific issue and the reagent is performing as expected.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from ireland alleged discrepant results for one patient sample while using cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a/b negative). The same sample was retested on another platform (genexpert) which also yielded positive sars-cov-2. A new sample was collected from the patient and tested on the cobas liat and the genexpert as sars-cov-2 negative both times. The initial results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.